Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On january 29, 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy which led to an early sensor removal.

Manufacturer narrative:
On (B)(6) 2025, the user informed senseonics that the cgm showed results that were different from glucometer measurements. The case was escalated to the next level of support for additional review. Based on initial escalation analysis, a sensor replacement was approved due to system performance, and an RMA was issued for further investigation. However, the sensor was not returned to senseonics by the closure of this complaint. A review of the in vivo sensor data showed instability in reference and signal channels. Per case notes, the user also reported (B)(4) on the (B)(6) 2025 an infection at insertion site.this infection most likely contributed to the observed sensor inaccuracies. As part of resolution, the RMA was authorized to offer the user a sensor replacement. B4. Date of this report 28 april 2025. G3. Date received by the manufacturer? 28 april 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4114. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.